Manufacturer narrative:
Patient demographics (device history record review revealed nothing relevant to this event. Date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned. Device remains in patient, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a distal biceps repair procedure, the surgeon passed the button too deep and instead of making a second incision to retrieve the button, she decided to leave the button free-floating. Another distal biceps repair implant system of an unknown lot was opened and used to complete the case